Event description:
Proxabrushes started breaking during use and not lasting as long as they usually do before breaking happened with the two packs she purchased at walmart. (No harm was caused and we have sent a replacement and return envelope).